Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra smart meter was reading inaccurately low compared to another device. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue began on (B)(6) 2021 at an unspecified time. The patient claimed obtaining a blood glucose reading of ¿100 mg/dl¿ with the subject meter and ¿300 mg/dl¿ on a hospital meter. The time between readings is not specified. The patient manages his diabetes with oral medication (metformin 500 mg, 1 pill daily). The patient stated that at an unspecified time after obtaining the alleged low blood glucose result on the subject device, he started to develop symptoms of ¿dizziness, nausea and sweating¿. He reported that due to the symptoms he went to the emergency room (ER) where they checked his blood glucose and he claimed receiving treatment of an additional pill of metformin 500 mg. It was not clearly specified whether this was a prescribed change to his usual diabetes medication or actual treatment to relieve his symptoms. No additional treatment was reported. At the time of troubleshooting, the cca established that the subject meter has reached its end of life (eol) and informed the patient of the current product options. The product has been replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after using the product and reportedly received hcp treatment. The subject meter could not be ruled out as a cause or contributor to the event.